Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 51.0 cm, 138.0 cm and 140.0 cm from the proximal end. The pusher assembly was fractured at approximately 139.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The pull wire was retracted from the distal detachment tip (ddt). The embolization coil was undamaged and detached from the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was retracted through the introducer sheath friction lock, resistance will likely be experienced during advancing the device. Forceful manipulation against this resistance likely contributed to the kinks and the fracture observed near the pusher assembly mid-joint. Further investigation revealed an additional kink on the pusher assembly, the pull wire was retracted from the ddt and embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.